Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device will not turn on/off. Unit is not turning off and consistently beeping. System on light is consistently flashing as well. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device will not turn on/off. Unit is not turning off and consistently beeping. System on light is consistently flashing as well. There was no patient involvement.